Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up on (B)(6) 2016, the pulse generator had tripped - elective replacement indicator - on (B)(6) 2016. The device was explanted and replaced successfully. The patient did not experience any adverse consequence and was in stable post procedure.